Manufacturer narrative:
No failure detected, device operated within specification. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). (B)(4).

Event description:
It was reported that "nurse describes wearing a nylon gown frequently worn by staff. She was experiencing static electricity from the gown and upon turning off the pump experienced a shock like sensation and saw a spark at the power knob and then pump stopped working.